Event description:
It was reported that the blade broke during surgery. There was no impact on the patient or delay in the surgery. Additional information received indicated that the breakage occurred while the surgeon was cutting the notch on a persona ps with the ps notch guide. An alternate device was not needed to complete the surgery. There was no harm to the patient, user or surgical team as a result of the reported breakage. There was no surgical delay or extension associated with this report.

Manufacturer narrative:
Complaint product part number 12076119srl, lot number unknown, was not returned to zimmer surgical for evaluation. Since the lot number of the reported device was not known or reported, review of the device history record was unable to be conducted. The reported event that "the blade broke during surgery" was not confirmed as the blade was not returned to zimmer surgical post market surveillance for initial product condition/visual examination or functional tests. The root cause of the reported event cannot be determined.